Manufacturer narrative:
(B)(4). The customer reported that the device failed while trying to defibrillate a pt. There was no report of negative pt impact or outcome, or failure to deliver the required therapy. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed while trying to defibrillate a pt. There was no report of negative pt impact or outcome, or failure to deliver the required therapy.